Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced a buzzing sensation when stimulation is either on or off despite multiple reprogramming's. Leg pain was also reported. All components were explanted and the patient fully recovered postoperatively. The explanted ipg will be returned, however the explanted lead will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 15731258.

Event description:
It was reported that the patient experienced a buzzing sensation when stimulation is either on or off despite multiple reprogrammings. Leg pain was also reported. All components were explanted and the patient fully recovered postoperatively. The explanted ipg will be returned, however the explanted lead will not be returned.